Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6013628 was provided. Complaint was classified as reportable under malfunction code. A query was run in the electronic quality management system on 16-jun-2026 against "lot number" "6013628" and similar malfunction code(s) a total of 6 records were identified for this lot, including similar related issues, which triggered a corrective and preventive action determination. See attachment database (B)(4) CAPA determination for more information in the child record database (B)(4). A nonconforming reports /corrective and preventive action query search was run in the electronic quality management system performed on 16-jun-2026 against "lot/batch number" "6013628". No records were found. Batch record review: the batch record for lot 6013628 was reviewed. Review of the batch record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Corrective and preventive action determination: based on the complaint investigation and statistical analysis performed as part of the corrective and preventive action determination, no corrective and preventive action is required. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient experienced infusion set leakage at quick release on (B)(6) 2025.